Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user sought assistance with a supply change and initially attempted to fill tubing after accidentally placing an empty cartridge, then later rewound, correctly inserted supplies, filled tubing, inserted a 23" 6 mm infusion set, filled the cannula, and resumed insulin delivery. Symptoms included hypoglycemia with a measured glucose of 47 mg/dl, for approximately 30 minutes, with low and urgent low alerts and without need for external assistance or medical intervention. Outcomes included oral carbohydrate treatment with resolution, without hospitalization or lasting harm. Investigation included troubleshooting and user education conducted by customer care. Investigation of this case revealed no device malfunction or component failure and did not identify a clear device-related cause for the hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear.